Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-42879.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 511 mg/dl, which was treated with manual injections. The customer declined troubleshooting assistance, as he was awaiting the arrival of tubing clamps in order to proceed. He stated that he had gone to the hospital but for bronchitis, not diabetes. Nothing further reported.